Event description:
It was reported that the coil migrated to an unintended location. The target vessel was the splenic artery. A .035 interlock detachable coil was selected to treat the artery. During an embolization treatment procedure, the coil was placed in the splenic artery and then migrated and became lodged in the hepatic artery. A snare was attempted to bring out the coil from where it was lodged, but was unsuccessful. The physician then pushed the coil into the right hepatic artery with a catheter where it remained implanted, as to minimize any flow disruption to the liver. The procedure was completed with other interlock coils. There were no further patient complications reported and the patient is listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).